Event description:
It was reported that the insulin pump alarmed signal too low and experienced an unexpected restart. The customer did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit had a blank display due to a broken solder joint on an electrical component on the circuit board. The device was unable to test for alarms or unexpected reset of the time/date due to the blank display. The unit also had a cracked reservoir tube lip.